Event description:
Health professional reported "ruptured saline implant". Health professional later reported "ruptured". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a5, a6, b5, d4, e1, h4, h6.

Event description:
Healthcare professional reported a right side "deflation". Healthcare professional later reported "deflation". The device has been explanted and replaced.

Event description:
Healthcare professional reported a side unspecified "ruptured saline implant". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured saline implant" (deflation).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b3, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported "ruptured saline implant". Health professional later reported "ruptured". This record is for the right side. Device was explanted.